Event description:
The pt's hip dislocated again after the 1st revision. The case was done on 10/13/95. The total hip dislocated again on 11/1/95, but this time the liner became dislocated from the shell and the head. Facility questions the integrity of the liner to shell mating ("fit"). The shell was left in place and a new liner was used.